Manufacturer narrative:
Hematoma/major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 85-year-old female patient with presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage e shock, and on multiple inotropes and vasopressors, and ventilated for respiratory support prior to initiation of support. The impella was inserted for ventricular support as a bailout during a percutaneous coronary intervention (pci) of the left anterior descending artery (lad). After transfer to the intensive care unit (ICU), the right groin was noted to have a hematoma. The impella site also had a swan catheter in the femoral vein. The activated clotting time (act) was 250 at the time of impella insertion. The partial thromboplastin time (ptt) in the ICU was 176 which is higher than normal range. The left groin had a venous sheath and was noted to have bleeding complications. Four units of packed red blood cells (prbcs) were given. A femstop was placed above the impella site to help control the bleeding. A few hours later, the family elected to withdraw care, and the patient expired. The device is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.